Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was perforated through superior vena cava and became entrapped. It was indicated that after attempts to back lead out with much traction, it was then decided to cap the lead. This rv lead was abandoned surgically. No additional adverse patient effects were reported.